Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 63-year-old male patient presented on (B)(6) 2025, with respiratory symptoms related to pneumonia. His past medical history included coronary artery disease with prior stent placement, left ventricular ejection fraction of 15 percent, congestive heart failure, hypertension, history of stroke, and active tobacco use. On (B)(6) 2025, the patient experienced a cardiac arrest while on the hospital unit. Return of spontaneous circulation was achieved, and the patient was transported to the cardiac catheterization laboratory. The patient experienced another cardiac arrest while being transferred onto the catheterization laboratory table. Return of spontaneous circulation was again achieved, and the clinical team proceeded with placement of an impella device. The impella device was inserted without complication. Later that day, mottling of the patient¿s lower extremity was noted. The physician performed an external femoral-to-femoral bypass. It was documented that the patient had significantly poor distal perfusion to the feet and thready pulses prior to placement of the impella device. Later the same day the decision was made to withdraw care. Although the death is conservatively being coded as an impella-associated event, the patient¿s underlying medical condition and the decision to withdraw life-sustaining treatment likely contributed to the outcome.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ppae(ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1983764. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all post sterile inspection checks.